Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The insulin pump was received with corroded motor home switch. Unit received with minor scratches on case, keypad overlay texture damage, cracked case corner of the belt clip rails near the battery compartment, faded serial number label and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The device was not bumped or dropped. The device will be returned for analysis.